Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. Additionally, it was reported that the customer was connected at the site during the fill tubing process. Blood glucose was 184 mg/dl. Reportedly, the customer ate sugar and carbohydrates. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.